Event description:
It was reported that the patient felt a burning sensation pain at the implantable pulse generator (ipg) site. The patient turned the stimulation off for a few days but that did not make a difference to the pain she was feeling. The ipg site pain was improving however, it remained when the patient was walking. The physician prescribed lidocaine patches for local pain relief. The patient stated that after using the lidocaine patches her ipg site pain had resolved.